Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to hyperglycemia and diabetic ketoacidosis. The date of hospitalization is (B)(6) 2021. The customer¿s blood glucose level at time of incident is unknown. Troubleshooting was not performed. The customer was treated in emergency room. It was unknown that auto mode feature was active or not at the time of event. Customer did not allege insulin pump was under delivering. The device will not be returned for analysis.